Manufacturer narrative:
Internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. During the control test performed during call, customer also reported complaint for high control glucose test result. The customer is concerned with test results from blood glucose results obtained of 255, 205 and 62 mg/dl fasting, and from control test result obtained of 121 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Due to the control test result being out of range, the customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/15/2020 and open vial date is 08/23/2019. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).